Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced pain and shortness of breath after priming was performed by the homecare nurse (patient receives assisted pd therapy at home). It was reported the patient was hospitalized for the events. While hospitalized the pd nurse observed that the extension line was connected ¿the right way¿ and was in the right positions; however, the extension line wasn¿t fully primed. It was reported ¿since the patient has a dry day, the air in the extension line was infused¿. The extension line was removed, and treatment was performed without the line, with no issues noted. It was reported the homecare nurses would be ¿re-instructed¿ how to prime the line correctly and ¿have a visual check¿. Treatment for the events was not reported. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.